Manufacturer narrative:
The product was returned for analysis and the reported complaint cannot be confirmed. The lens was returned advanced to the nozzle entry area of the cartridge. The returned product does not match the reported complaint of "came out prematurely". The lens has not been delivered or advanced into the device tip. Inadequate viscoelastic is observed. The lens and haptic positions are acceptable for advancement. The cartridge has evidence it was placed into handpiece. The lens has not been advanced past the initial thread engagement. The reported complaint cannot be confirmed. The returned product does not match the reported complaint of. However, based on the analysis of the returned sample, the most likely root cause is failure to follow the dfu. Inadequate viscoelastic is observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the reported damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens came out prematurely. Additional information has been requested.